Manufacturer narrative:
It was reported that the right handle brake of the rollator was "broken" and it was removed by the end-user's family member. The end-user continued to use the rollator without the right handle brake. Reportedly, the end-user was standing by her bathroom sink and holding onto the rollator when she experienced a fall onto the bathroom floor and a "cut" to her left buttock. The end-user went to a local hospital emergency department (ed) where she received nine (9) sutures to her left buttock. Reportedly, after her ed stay, the end-user was admitted to the hospital for two (2) nights of observation and then to a rehabilitation center. No information regarding diagnostic exams, additional medical intervention, or admitting diagnoses was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the need for sutures and the reported hospital and rehabilitation admissions, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a fall and a "cut" that required nine (9) sutures.